Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a sparc sling system on or about on (B)(6) 2004, for the purposes of treating her for stress urinary incontinence. It was alleged the plaintiff immediately suffered pain that extended from her navel down to the inside of her legs, chronic and debilitating vaginal, back, and abdominal pain, has had trouble urinating, cannot sit or stand for prolonged periods of time, pelvic pain on an ongoing basis, recurrent yeast and bladder infections, continued incontinence, and vaginal odor. The plaintiff has experienced significant physical, psychological stress, depression and emotional pain and suffering, has undergone surgeries and hospitalization and sustained permanent and debilitating injuries.

Manufacturer narrative:
Lawyer-filed report-(B)(4). Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.